Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l78429, implanted: (B)(6) 2000. Product type: catheter: product ID 8703w, lot# l72777, implanted: (B)(6) 2000. Product type: catheter. (B)(4).

Event description:
It was reported that around six to seven years ago patient had a knee surgery and the catheter was cut. Per reporter that¿s when it started going bad; patient ¿wasn¿t getting any relief, it wasn¿t working¿ because of which they kept increasing the dose. About two years ago, they found that the catheter was cut; a dye study was done that confirmed the medicines were not going where it was intended. A year and half ago they revised the catheter. Per reporter they took a chance and they figured it was somewhere down in the back and revised it. Drugs delivered at the time of this event were unknown.